Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. Lot number is currently unavailable. Associated medwatch: 1221934-2018-54702.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure two of the customer's gryphon drill bits had dull tips. The sales rep stated this was likely caused from overuse. The case was completed with another like-device with no patient harm or delays. The sales rep could not provide a lot number for either device. The devices are being returned for evaluation.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.